Manufacturer narrative:
The device has not been received by anspach. If additional info is received, supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "running hot and under performing." It was unk to the reporter whether or not the product was used in surgery. There were no pt or user injuries reported. There was no user report filed. There was no additional info provided.